Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2004 along with concurrent removal of inclusion cyst and posterior colporrhaphy due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, bleeding, dyspareunia and neuromuscular problems. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.